Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID; 4951m-53, implantable pacing lead, implanted: (B)(6) 2000. Product ID: addrl1, implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead exhibited a lead fracture. The leads were capped and replaced successfully. No patient complications have been reported as a result of this event.